Event description:
In january 2004, the pt reportedly fell and hit the implant site on the corner of a table. The reportedly went to the emergency room to have the wound closed. A physician admitted the pt into the hosp (exact date not given) for two days of treatment with IV antibiotics. In january 2004, the pt was seen at the center. Testing performed revealed out of range impedance values on two electrodes. In february 2004, the pt was seen at the center. The pt is able to hear as well as prior to their fall. The pt's c1 device remains implanted.